Event description:
It was reported that the sonopet universal handpiece was heating up during testing prior to the start of a procedure at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event. It was reported that the tubing was set up correctly; however, the handpiece itself was plugged into an extension cord. The subsequent procedure was completed successfully.

Event description:
It was reported that the sonopet universal handpiece was heating up during testing prior to the start of a procedure at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event. It was reported that the tubing was set up correctly; however, the handpiece itself was plugged into an extension cord. The subsequent procedure was completed successfully.

Manufacturer narrative:
The device has been received for evaluation. A follow-up will be submitted once the quality investigation is complete.

Manufacturer narrative:
It was clarified that this device was not associated with a device malfunction or adverse event, but returned to the manufacturing facility for preventative maintenance. The reported event described in this report was previously reported on MDR #0001811755-2014-00180. The 5450820000 universal handpiece s/n (B)(4)was not associated with this incident; therefore, this report was filed in error.